Manufacturer narrative:
Novocure's medical opinion is that the contribution of carrying the optune device to the patient's back pain cannot be ruled out. Back pain is an expected event with optune gio device use (ef-11 2% and 10% ef-14 optune arm).

Event description:
A 59-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient informed novocure that, over the past few weeks, carrying the device had been causing him back pain. The patient was prescribed physical therapy (pt) as a result.